Event description:
The customer called for assistance with the programming on the insulin pump. The customer stated she was hospitalized for low blood glucose and now the insulin pump is not responding at all. The customer was driving and could not troubleshoot during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.